Event description:
It was reported that during a procedure at the user facility the core universal driver ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the core universal driver ran without user activation after the trigger was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have a worn trigger shaft. The device was repaired and returned to the user facility.